Event description:
It was reported that a surgical intervention was performed to provide strain relief to ameliorate persistent throat discomfort in a patient with a taut neck wire.

Manufacturer narrative:
Pearl pl, conry ja, yaun a, taylor jl, heffron am, sigman m, tsuchida tn, elling nj, bruce da gaillard wd. Misidentification of vagus nerve stimulator for intravenous access and other major adverse events. Pediatr neurol 2008;38:248-251.